Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a hip arthroplasty surgery, it was observed that the battery reamer/ drill device stopped working. There was a 5 minute delay in the surgical procedure and an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was working intermittently. Therefore, the reported condition was confirmed. It was further determined that the device had water inside, electronic motor had excessive noise and vibration, and the transmission shaft, bearings and seals were worn. The assignable root cause was due to worn seals and other components from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.